Event description:
Patient had medical device surgically implanted on 5/16/90. Was ambulating at home and had twisting of leg, did not fall, and heard a "pop" presented to hospital on 2/8/92 when this occurred. X-rayed confirmed fracture of prosthesis and lytic area to bone. Surgery done 2/10/92, replaced prosthesis with same manufacturer and deviceinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded, other. The device was not destroyed/disposed of.